Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer delivered an extended bolus that was not reflected in the current status menu but was recorded in bolus history and complete history. Customer stated that pump is recording all bolus activity in pump history but only sometimes reflects the most recent bolus in the current status menu. Customer believed that blood glucose level was impacted but could not provide a specific value.